Event description:
Additional information was received from the patient (pt). It was reported that the implant was removed (B)(6) 2025. The pt had the emergency surgery because they had mrsa that would not go away and the pt's whole body broke out with hives. The implant was removed and discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g4 previously missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the implant was removed (B)(6) 2025. The pt had the emergency surgery because they had mrsa that would not go away and the pt's whole body broke out with hives. The implant was removed and discarded.

Event description:
On (B)(6) 2025: the reason for the call was the patient mentioned that they charge their implant every sunday, and this past sunday it took them 45 minutes to connect their recharger to their implant to charge. Patient said they will try again this sunday and report if they have difficulties again. No symptoms were reported. On (B)(6) 2025: patient called back and reported that they were unable to connect their recharger to their ins. While on the call, patient confirmed that they got successfully connected after 10 minutes with recharging excellent condition and ins battery at 70%. Patient was concerned that they had this ongoing issue for the past three weeks where they would get "unavailable check connection and retry" message. Agent instructed the patient to monitor the issue, take a screen shot of the exact error message and call back if issue persists. On 2025-10-27: additional information was received from the patient reporting that they had to have emergency surgery to have the device removed on (B)(6) 2025 when asked what the cause of the recharger taking 45 minutes to connect to the implant.

Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6), product type recharger, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.